Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Customer's blood glucose level was "low" (bg value was not provided) and was treated by drinking carbohydrates. Pump was reset to resolve the cgm error issue.